Event description:
New information received indicated the ventricular leadless pacemaker (lp) exhibited low pacing impedance and high capture threshold that required repositioning prior to the sprung helix.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was sprung while advancing to the right ventricle. The lp was removed and a different device was used to complete the procedure. There were no patient consequences.